Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the product in good condition with no appearance of physical damage. Functional testing was performed. The root cause was determined to be the force sensor was out of calibration. The product was cleaned and greased. Service history review identified the complaint was not related to a previous service of the device within the review period. G2 email address: (B)(4).

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.